Manufacturer narrative:
Additional information: h6: on inspection it was noted the following: distal tip of the device is damaged, illumination fibers are damaged, debris is in the optic system. The most likely cause of the failure is handling use error. Complaint is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-3355-4071 scope is cracked. It was involved in a case. Patient was not affected.